Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that PICC catheter presents pain in patient and when performing ultrasound study shows that it would be with rupture. Termination and interruption of therapy or treatment. The right arm is explored with high frequency linear transducer, focusing the evaluation on the site of pain referred by the patient. At the level of the distal third of the arm, a solution of continuity of the catheter is identified, with overlapping of its ends of approximately 3 mm. In the proximal direction, the catheter is seen to be continuous until it deepens to the muscular plane in the proximal third of the arm. The presence or not of thrombosis surrounding the catheter trajectory is not evaluable. When the complication was detected on (B)(6) 2025, an imaging study with doppler ultrasound of the extremities was requested, since the patient presented pain in the distal third of the arm, increased brachial perimeter, pain in the shoulder and back. She was evaluated on (B)(6) 2025 by a radiologist who focused the study on the site of pain referred by the patient, reporting the rupture of the device in the distal third of the arm, not ruling out venous thrombosis. A second opinion was requested yesterday, by radiology, where the rupture of the catheter was confirmed again, therefore, it was suggested to remove it in conjunction with the specialty of interventional neuro radiology and since the user is with symptoms suggestive of thrombosis, it was also suggested to perform an angiotac of extremities or repeat ecodoppler in a week. Currently, these tests have already been performed and we are waiting for the confirmation/ruling out of thrombosis to perform the removal of the thrombosis with a specialist. Patient in pain with outpatient analgesia management (paracetamol), no general condition compromise. Last use for administration of weekly paclitaxel chemotherapy on (B)(6) 2025.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Additional information received: angioct of right upper extremity with no findings of pathologic significance. Peripherally inserted central venous catheter at the level of the brachial basilic vein. If diagnostic suspicion persists, it is suggested to evaluate in a directed way. Ultrasound impression: loss of continuity of the catheter at the level of the distal third of the arm in relation to the site of pain referred by the patient. Loss of visualization of the catheter at the moment of deepening to the muscular plane in the proximal third of the arm. -there was no drug infiltration. -we have already removed the PICC catheter and with the naked eye we could not observe fx or loss of continuity of the catheter.